Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018 manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: (B)(6). It was reported that the valve is not adjustable.

Manufacturer narrative:
The valve was returned in an unknown liquid using the returnkit. The valve was at pressure level 8 cmh2o set. A visual inspection was performed but there were no obvious defects. In order to check a possible blockage of the valve, a permeability test was performed. This test is at a hydrostatic pressure difference of approximately 20 - 30 cmh2o in flow direction carried out. The test showed that the valve is permeable. The valve was adjusted up and down at all pressure levels in 2-steps. The investigation showed that the valve was only in the adjusted range of 12-20cmh2o. Based on the investigation findings, we can confirm "non-adjustability" of the valve due to the deposits inside the valve. No further actions are required.